Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose values up to 315 mg/dl for approximately six hours after a meal despite a meal announcement, while using an infusion set change completed earlier the same day and without observed leakage, kinking, or bent cannula; the user was advised to change supplies and did so. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no additional assistance required. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device or infusion set malfunction and no identifiable root cause. It was concluded that the hyperglycemia was user-reported with cause unclear and resolved after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.